Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that slow flow occurred. The patient had severely calcified lesions in the right coronary artery, left anterior descending (lad) artery, and left circumflex artery. During treatment of a lesion located in a 99% stenosed, severely calcified first diagonal, crossing difficulties occurred with the use of multiple unspecified devices. Subsequently a non-bsc balloon catheter was able to cross the lesion. When the balloon was inflated past nominal pressure, the balloon ruptured. Resistance was encountered while attempting to remove the balloon catheter and the catheter shaft detached. An attempt to remove the detached portion was unsuccessful. Since the patient condition was stable having blood flow, the physician elected not to remove the detached portion from the patient and a stent was implanted. Blood flow distal the target lesion was observed when completing the procedure, and it was confirmed that the vessel was not occluded by the broken catheter. When the rotablator plus rotational atherectomy system and other devices were used in another lesion, slow flow occurred at one point and circulatory assistance was performed by inserting an intra-aortic balloon pump (iabp). The patient condition was stable when the procedure was completed, and the iabp was left in the patient. However, the patient died next day due to a cardiac event. Information on the cause of death was not provided.